Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor found the shape of the spring wire guide j tip "is incorrect" prior to patient use. The degree of bending for the j-tip is different from others. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire was returned in its protective tubing; however, the straightener tube and guide wire cap were not returned. No signs of use were observed on any of the returned components. Visual analysis revealed that the guide wire contained two major kinks towards the distal j-bend. When fully assembled, the location of the kinks would have been within a lab inventory straightener tube, protecting it from damage. Microscopic examination revealed both welds were present and spherical. Visual analysis of the straightener tube and guide wire cap could not be performed as they were not returned for analysis. The kinks/offset coils on the guide wire measured 547mm and 560mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the wire passed through a lab inventory syringe and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Two kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the doctor found the shape of the spring wire guide j tip "is incorrect" prior to patient use. The degree of bending for the j-tip is different from others. No patient involvement was reported.